Event description:
Customer reported the system had generator errors during a spine case. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the singleboard computer and cable connections. Also flashed memory. System operates as intended.